Event description:
It was reported that during the procedure to replace the device, the lead insulation was damaged. Two days later, the insulation damage was repaired and it was confirmed that there were no changes in sensing or lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.